Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. The lead fixation was distorted (extrinsic) by helix pulled/stretched/overstress. The distal electrode was covered with blood. The proximal conductor was distorted (extrinsic) kinked/buckled. Visual analysis noted the lead was damaged at implant. The lead was returned with the helix stretched. Helix was able to be extended and retracted within specification but the helix length was out of specification as stretched /extrinsic. Lead passed through the 7 fr introducer.

Event description:
It was reported that during implant, the helix on the lead was difficult to retract. The lead also experienced difficulty moving in the sheath. This lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): the lead was returned in segments and analyzed. No anomalies were found. The lead was returned with the helix stretched. Helix was able to be extended and retracted within specification but the helix length was out of specification. (B)(4).